Event description:
According to the op report, this valve was explanted due to aortic insufficiency. At explant, the valve was noted to be "well seated" with no "obvious pv leak or leaflet immobility". The aortic annulus in the area of the noncoronary cusp was "somewhat erythematous" but there were no vegetations and leaflet mobility was not compromised. The cause of the aortic insufficiency was noted be "unclear" and was thought to possibly be the result of either "early infection" that was not "clinically readily apparent, or "weak aortic annular tissue that caused pv leak". The valve was replaced with a sjm21a-101 and the patient was transferred to the ICU in stable condition.